Event description:
The customer reported that approximately one minute after the pt was switched to the companion 2 driver, the driver exhibited a "single compressor malfunction" alarm. The pt was switched to a backup companion 2 driver without adverse impact. This alleged failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.